Event description:
Rptr wishes to express its concern regarding the safety of a pneumodissection technology recently described in the journal of the american college of surgeons (see pearle et al., jacs, vol. 184, june 1997, pages 579-583). They have also reviewed the articles cited in the bibliography of the above mentioned reference. Based on these articles, rptr understands that the pneumodissector uses "blasts" of co2 from 3 mm nozzle connected to a 50 psi co2 source for intraperitoneal tissue dissection during laparoscopy. Over the past 30 years, rptr has investigated numerous gaseous embolic fatalities and injuries. As the popularity of endoscopic diagnosis and treatment has grown, they have noted an increase in venous gaseous embolic events resulting from insufflators, air-cooled laser fibers, argon-beam coagulators, compressed gas powered shavers, and compressed gas powered irrigators. Because of this experience, rptr has adopted a position of extreme caution regarding any compressed gas technology deployed endoscopically. Rptr lists concerns about the "pneumodissector": 1. Potential for intraperitoneal overpressurization. Even with venting of excess gas, the intraperitoneal pressure is stated to be around 25 mm hg during operation of the device. Assuming that venting does not occur, in the event of a malfunction or misuse of the device, intraperitoneal pressure would rapidly rise to unsafe levels, potentially as high as 50 psi. 2. The co2 flow rate from the device is unspecified. Apparently, the pneumodissector can be used in a single shot or continuous flow mode. In addition to the gas pressure used, it is important to know the volume of gas that can be delivered during use in either mode. The necessity for venting the peritoneal cavity during use suggests that the gas flow is substantial. This info is also necessary to determine how the device will affect the performance of laparoscopic insufflators. 3. Dissection can open vessels and produce portals for gas to enter the vasculature. Eventhough much of the dissection accomplished with the pneumodissector could be relatively atraumatic, it is foreseeable that larger vessels could be inadvertently opened during the process of dissection, for example, during dissection of adhesions. The technology is not intended for use when bleeding is present. However, rptr's experience suggests that observance of bleeding cannot be relied upon as an indicator of open vasculature when the body cavity is pressurized. Nevertheless, dissection inherently can produce the very condition under which the device is not intended for use. 4. Insufficiency of clinical experience to demonstrate safety in general use. Rptr is concerned that the apparent safety demonstrated in the hands of the designers will not be reflected in general use. Once the device is made generally available to an "innovative" user market the safety of the device will be put to a more rigorous (but uncontrolled) test. Rptr is concerned that users will experiment with the pneumodissector outside of its indication. For example, surgeons may attempt to use this technology instead of hydrodissection during laparoscopic cholecystectomy. Overall, rptr questions whether it is possible to design a "safe" pneumodissector. For such a device to be safe, its co2 flow should be limited to that tolerable if injected intravenously. This issue has been examined in a sheep model by corson et al, journal of reproductive medicine, vol. 33, no. 5, may 1988, pages 440-444. Based on corson et al, rptr would recommend that the co2 flow not exceed 100 cc/min, during continuous operation. If substantially higher flow are needed for efficacious dissection, it may not be possible to produce a pneumodissector that is both safe and efficacious. However, rptr can certainly see the utility of such a device and believes that it is worth developing if the risk of gas embolism and subcutaneous emphysema are minimized.